Event description:
Sterility issue: this morning in cardiac surgery anesthesiologist found a cordis with clearly foreign material at the entry valve. (Was opened for use on the patient). Did not go into the patient.